Manufacturer narrative:
Patient weight not available from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a transphenoidal tumor resection. It was reported that the system shutdown while trying to merge exams. The system was rebooted and then the system was able to complete the merge and case without further issue. The issue extended the surgical time by 5-10 minutes. There was no impact to the patient.

Manufacturer narrative:
A software analysis was initiated to determine the probably cause of the issue. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.